Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing scrolling battery lights on the recharger. The following troubleshooting steps were performed: reset the recharger. Additional troubleshooting information: patient said when they put the charger onto the dock the lights scroll fast but when they take it off it will not start up, no lights come on at all, they have wiped off the contacts on the dock. They normally do not leave it on the dock until they tried to charge but could not due to the scrolling lights so they thought it needed to be recharged and so they left it sitting on the dock and plugged into ac power for the last 2 weeks. Patient said they use the thick white cord and original ac power adaptor. Worked with patient to reset the charger by holding down the power button for 45 seconds, off of the dock, then on the dock, then off the dock again but the scrolling lights were not resolved. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.